Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was sent with the introducer sheath, snare and the broken helix part attached to each other. The catheter itself was separately packed in a bag for evaluation and a physical investigation was performed for the catheter. During physical investigation, the helix was broken at 40 cm distance from the tip of the catheter. The tube was melted at 107 cm from the tip of the catheter. The reported mechanical jam was not observed during physical investigation. Therefore, the result of the investigation is confirmed for the reported helix break issue. The definitive root cause could not be determined based upon provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 03/2027), g3. H11: d4 (medical device lot number), h6 (method, result, conclusion).

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the occluded superficial femoral artery and popliteal artery via the up and over contralateral femoral approach of the aortic bifurcation, the collection bag allegedly clogged up and the blood would not go through the white connection piece. It was further reported that the helix of the catheter was allegedly fractured, and tip of the device and part of the helix allegedly detached while removing. Reportedly, the physician used a loop snare to get out the catheter and sheath came out with it. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during the thrombectomy and atherectomy procedure in superior femoral artery, the collection bag allegedly clogged up and the blood would not go through the white connection piece. It was further reported that the helix of the catheter was allegedly fractured, and tip of the device and part of the helix allegedly detached while removing. Reportedly, the physician used a loop snare to get out the catheter and sheath came out with it. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. D4 (expiry date: 01/2027) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned along with the introducer sheath, snare, and the detached helix segment, all of which were received attached to each other. The catheter itself was separately packaged and subjected to physical investigation. During the evaluation, a helix fracture was identified at 40 cm from the distal tip of the catheter. Additionally, thermal damage (melting) was observed at 107 cm from the tip. The reported mechanical jam was not reproduced during the investigation. Based on these findings, the investigation confirms the reported helix break, while the mechanical jam could not be confirmed. A definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3. B1, b2, b5, d4 (unique identifier (UDI) #), h1, h6 (patient). D2b (dqx; mcw). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a rotarex thrombectomy and atherectomy procedure to treat an occlusion in the superficial femoral artery (sfa) and popliteal artery, performed via an up-and-over contralateral femoral approach across the aortic bifurcation, the collection bag allegedly became clogged, preventing blood flow through the white connection component. Subsequently, the helix of the rotarex catheter reportedly fractured, resulting in the detachment of the catheter tip and a portion of the helix during device removal. The detached components were successfully retrieved using a loop snare, and the sheath was removed concurrently. The procedure was halted at that point; however, there was no clinically significant increase in overall procedure duration. The case was completed successfully the following day using a new device.